Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
During a tibial nailing procedure, surgeon was using the 8.5mm reamer head and the 5.0mm flexible shaft and during the reaming procedure, the reamer head broke as did the flanges on the flexible shaft. Approx half of the reamer head and several of the flanges were retrieved, the balance was left in the pt. This report is #1 of 2 for the same event.